Manufacturer narrative:
Concomitant medical product: 6945-65 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient woke up from general anesthesia post-left ventricular (lv) lead implant fighting, with their arm behind their head, and had to be restrained. An arm sling was applied. The lead was confirmed to have microdislodged the following morning and was not capturing. The patient was brought in for lead revision the following day. When the patient was under general anesthesia, they went into ventricular tachycardia (vt), requiring external cardioversion. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.